Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. The energy delivery test was performed with various orientations of the grip tips and passed. An additional observation not reported by the site that is not related to the customer reported complaint was also identified: the force bipolar instrument was found to have mechanical indentation damage to the molded insulator which could result in missing fragments. The instrument is transferred to the engineering for further investigation. A review of the instrument log for the force bipolar (part number 471405-06/ lot number k10211004 0166) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 6 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis identified that a fragment could result from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the force bipolar instrument was not working. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10. On 5/31/22, failure analysis engineer (fae) completed further investigation and noted the following: the initial findings of the instrument were confirmed. Energy delivery and continuity were tested again and passed. It was additionally observed that the forcebipolar instrument grip tips were slightly offset. The offset was measured to be approximately 0.03 in, indicating bent grip tips. Fae concluded the root cause of the failure is attributed to mishandling/misuse. The mechanical indentation in the mold insulator was likely caused by misuse, possibly occurring when the grip tips got bent.